Event description:
Per clinical trial cp-(B)(4): on (B)(6) 2017, patient underwent bilateral breast augmentation mastopexy using a full vertical and horizontal t incision. 1 piece of galaflex was used, cut into oval shape. Concomitant procedure included abdominoplasty fat grafting to scar. On 1/31/17, necrosis of left breast t incision was reported. Patient had wound debridement procedure and closure of left breast on (B)(6) 2017 and also received medication (avelox). Resolved without sequelae on (B)(6) 2017. Review by medical affairs identifies the adverse event as likely related to the device and serious.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, the patient experienced the post-op complication of necrosis. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. This MDR report the adverse event of necrosis. An additional MDR was submitted to report additional ae of blister. Not returned - remains implanted.